Manufacturer narrative:
Investigation results: the complaint that the slip tip male luer stem from the tip of IV set often separated from q-syte connector could not be confirmed. The IV set was not returned for investigation. A slip tip syringe was attached to each q-syte and remained connected. A functional test revealed no leaks in the q-syte connector. The instructions for use (IFU) indicate that luer slip connections should not be left unattended due to the potential for disconnection. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte closed luer access device had a connection issue. The following information was provided by the initial reporter: when the customer connected IV set using q-syte, the customer experienced that the septum of q-syte was looser than before, so the tip of IV set was often separated from q-syte. For your information, the tip of IV set was a slip type.